Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that system controller was having issues. According to ventricular assist device (vad) coordinator, when connecting to newly implanted patient, device went straight to alarming. Nursing staff was unable to elaborate on what had happened or the alarms occurred. The system controller was connected to power module and heartmate touch (hmt) to obtain log files, but it was unable to establish connection. The system controller presented with controller fault on screen. It was attempted connection on separate power module, patient cable, and hmt with the same issue. The controller was exchanged.